Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and leak test. Device then was programmed and monitored for two days. No blank display or unexpected errors or alarms noted. Device responded properly to button presses. No pump unresponsive anomaly noted during testing, however found moisture damage on the keypad traces. During visual inspection, found the keypad connector on printed circuit board was properly locked. Moisture damage was also found on the electronic assembly and on the motor. Device had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had an insulin pump off error message. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.